Manufacturer narrative:
Hamilton medical ags conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: per biomed at the facility, this device went into safety ventilation for some reason, does not know if it was during ventilation or not. Don't know when or how long ago. It's been in a box in a room for some time. It is now here at tech support in reno to get checked out. No issues when device was powered on, had to set the rtc is all. Have not done any testing at this time. Will wait for corrective action.